Event description:
It was reported that the end user states that the (B)(4) power chair has less then 5 miles on it, and when she drove it 6 blocks to (B)(6) it just died. States then when you power it on it gives the right brake error. If you reset it and put it on rabbit mode it states left motor fault.